Event description:
It was reported that the patient experienced malfunction with advance male sling system. An artificial urinary sphincter device. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient experienced malfunction with advance male sling system. An artificial urinary sphincter device. No patient complications were reported in relation to this event.